Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms, and the shock impedance trends showed a gradual increase in measurements. It was noted that this system was considered non-conditional for magnetic resonance imaging (MRI) due to the out-of-range shock impedance measurements, and an updated order would be needed to proceed with the MRI scan. No MRI scan has been performed at this time. This rv lead remains in service. No adverse patient effects were reported.